Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for movement disorders. It was reported that the patient had horrible ringing in their ears and were having ¿streakers¿ which have been more frequent through the right side of their face, forehead, eye, and into their jaw, which would sometimes be so intense that they would drop to their knees. The patient hadn¿t been feeling quite right. The patient confirmed therapy was still turned on and it felt similar to when it¿s turned up too high, however the patient didn¿t have the ability to adjust amplitude. The patient indicated it was intermittent. The patient wasn¿t sure of their lead placement, but they indicated they had their dbs implanted to treat pain and movement issues like twitching due to a damaged cranial nerve after they had their spinal fluid leak and craniotomy. There were no further complications reported.